Event description:
It was reported that during instrument check prior to surgery compressed air was not being transmitted to the handpiece. There was no harm or delay reported. At product evaluation investigation the motor speed of the device was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the compressed air was not transmitted to the handpiece as the swivel was loose and the motor speed was unstable. The swivel and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.